Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen (4000mcg at an unknown dose) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that there was premature battery depletion. No environmental, external, or patient factors were reported to have caused this issue. The pump read that it reset. The patient was put on oral baclofen and replacement was scheduled. No symptoms were reported. The issue was said to have been resolved and the patient was "alive - no injury." There were no further complications reported at this time.